Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 36 and 48 hours. The patient reports not feeling well while coming out of a wound care appointment. The patient reports an ambulance was called. Once the ambulance had arrived the paramedics treated the patient with glucose gel. Once the hospital the patient was given food and monitored. The patient was discharged from the hospital after 5 hours.